Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis es refrigerator was not detected on bus. A field service engineer inspected the back of the commsled and observed two lights but no flashing activity. Reseated the network cable in both the refrigerator and medstation. Customer confirmed csc had not advised powering down and rebooting. Powered down the refrigerator, restarted it, and ran diagnostics, refrigerator was recognized and functioning. Rebooted the medstation and allowed it to boot normally; refrigerator was detected and customer successfully recovered failed storage space. Rebooted the station again (without powering down the refrigerator) to verify detection occurred without further intervention. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the drawer failed to open. The customer attempted to recover the storage space; the system displayed a required maintenance message. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.